Manufacturer narrative:
B3: unknown. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that there was a downstream occlusion calibration failure which was found during testing, there was no patient involvement.

Manufacturer narrative:
One device was returned for evaluation. Visual inspection revealed a broken battery door, damaged rear housing and damaged upstream occlusion (uso) seal. There was no applicable evidence to review in the event history log. Functional testing was unable to replicate the reported issue; the device functioned as intended. The most probable root cause was determined to be user error. No further action was taken. Service history review identified there was no indication that the complaint was related to a service of the device within the review period.